Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process. After completing the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.